Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user came for a regular check-up, in situ testing showed affected channels. Hearing performance with the device is affected. The parents had previously not noticed any change of hearing or behavior at home.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
When the user came for a regular check-up, in situ testing showed affected channels. Hearing performance with the device is affected. The parents had previously not noticed any change of hearing or behavior at home. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user came for a regular check-up, in situ testing showed affected channels. Hearing performance with the device is affected. The parents had previously not noticed any change of hearing or behavior at home.